Event description:
User was scratched by the sample probe while attempting to change the wash solution during analyzer operation. The user indicated there is no puncture wound. User disinfected the scratch and had the injury examined by the emergency room at the facility.